Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test and self test. All buttons functioning properly. No damage in the keypad assembly noted. Connector on electrical board was inspected and properly connected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump left and right buttons were stuck. No significant events leading to keypad anomaly were observed. Customer reported that they were still getting a delayed reaction from the insulin pump buttons even after a new battery was used. Customer had a high blood glucose of 300 mg/dl and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.